Event description:
It was reported that blood oozed from the needleless access connector. This occurred during patient use. There was no reported patient harm/adverse event.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9 - date returned to mfg: 2/19/2026. H3 and h6 codes - updated. Ninety-one (91) new devices from the same lot were returned for investigation. During the functional testing, executed with an air flow process for 0.400 seconds, all the 91 samples were tested, without alarms or issues during the inspection. The customer reported issue was not confirmed. Retrospective review was performed to 21-3271-24 lot number 6126203, for a period of march 2025 to march 2026 there is no complaints with the same lot number or part number related to this failure mode. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.